Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h06: imdrf patient code e2114 captures the reportable event of perforation.

Event description:
It was reported to boston scientific corporation that a spaceoar device was implanted during a spaceoar implant procedure on (B)(6) 2023. Fiducials were place prior the spaceoar injection. The procedure was performed with local anesthesia. The patient began experiencing pressure in his perineum. Computed tomography (CT) and magnetic resonance imaging (MRI) were performed, and it was shown the hydrogel was no longer present after five days. The patient had an open needle wound in the perinium, which resulted in him cauterizing the wound from the needle track. The pressure in the patient's perinium dissipated as well. The patient was reported as fully recovered, it was also reported the patient was receiving radiation therapy.